Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console alarmed "optical sensor failure and no pressure source". The customer had switched consoles and tried recalibrating without success. Getinge representative advised to utilize another pressure source. Patient has an alternate aline but they do not have the correct pressure cable to make the transition. Console is working but without an aline tracing. Getinge representative advised that options are to locate a pressure cable, or remove and reinsert a new iab. There was no reported injury to the patient.